Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadvertent infusion).

Event description:
The patient contacted animas on (B)(6) 2015 alleging an inadvertent infusion issue. The patient stated that they experienced a blood glucose (bg) below 3.9mmol/l and above 2.2mmol/l. The patient was taken to an urgent care clinic and treated (treatment is unknown). Customer support (cs) did troubleshooting and it was noted that the patient bolused between 20 and 30 units. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error of inadvertent infusion.